Event description:
It was reported that during a cardiac ablation procedure using the pulse select catheter, there was an irregularity with the catheter guidewire lumen. The movement of the non-medtronic guidewire within the catheter was not smooth, particularly when maneuvering around the right inferior pulmonary vein (ripv). After completing the ripv ablation and moving to the right superior pulmonary vein (rspv), the wire did not move out well. The catheter and wire were removed from the patient, and outside the patient, the wire could be removed without any visible abnormalities. A new non-medtronic guidewire was used, which moved normally in the catheter; however, at the end of the ablation, the guidewire became stuck in the catheter. The procedure was completed without any patient symptoms or complications, and no medical or surgical intervention was needed to prevent permanent impairment. The catheter and wire were removed and will be returned.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012547400 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the guidewire was observed pinched/flattened at 1.4 inches from the tip. An x-ray was used to measure the outer diameter of the guidewire lumen. The measurement of the damaged section of the guidewire lumen at the top is 0.0283 inches, and at the side, it is 0.052 inches. Catheter identification and ablation testing was performed. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Guidewire to loop catheter compatibility testing was performed. After extracting the received guidewire threaded through the catheter, traces of blood and tissue were observed. The outer diameter of the guidewire, including the tissue, measured 0.0285 inches. Prior to the lab test guidewire insertion, the guidewire lumen of the catheter was flushed using a decontamination solution. During device compatibility inspection, resistance was observed during insertion/retraction of the guidewire. The guidewire was observed to be stuck. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism showed the slide control function remained stiff, limiting its full range of motion. In conclusion, the loop catheter failed the returned product inspection due to the guide wire lumen kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.